Manufacturer narrative:
G2: citation: authors: g. Terrade, et al.. First reported long-term two- and three-dimensional echocardiographic follow-up with histopathological analysis of a transcatheter pulmonary valve implantation in a pet dog. Journal of veterinary cardiology 53:52-59 2024. Doi: 10.1016/j.jvc.2024.04.001 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a pet dog with severe congenital type a valvular pulmonic stenosis.  At one-year-old the patient underwent percutaneous balloon pulmonary valvuloplasty.  At three-years-old the patient presented with severe pulmonary regurgitation and subsequently underwent successful implant of a medtronic melody bioprosthetic valve in the pulmonary position.  During follow-up visits, repeated transthoracic echocardiographic examinations confirmed appropriate valve position and function.  Four years post-implant, at the age of seven-years-old, mitral myxomatous valvular degeneration led to refractory left-sided congestive heart failure, and the patient was put to death via euthanasia.  Postmortem examination, x-ray imaging, and histopathological evaluation of the melody valve stent did not show any relevant leaflet or stent alterations.  No further information pertaining to medtronic products was noted.